Event description:
It was reported that the case was cracked, force sensor and check clutch/plunger. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection observed that the top case was chipped and cracked. The right and left plunger cases were damaged. During the multiple flow and flow testing, the reported problem could not be duplicated. The root cause of the reported issue was found to be the clutch was released during an infusion for the check clutch and plunger error and impact on case damage. Operator of device is unknown. No product information has been provided to date.